Event description:
Reportedly, on (B)(6) and (B)(6) 2011 follow-up, the physician observed that the statistic data corresponding to the night and day distributions of the occurrences of av blocks were inconsistent. The physician requested an explanation of the reported behavior.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.